Event description:
It was reported that an occlusion alarm intermittently occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered and a correction bolus was delivered to address bg. Reportedly, the customer was filling the cartridge with cold insulin. Tandem customer technical support informed customer that the cartridge was meant to be filled with room-temperature insulin. The customer reverted to an alternate method of insulin therapy.